Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Manufacturer narrative:
The pump was replaced on (B)(6) 2015; two thrombi were found when the pump was opened at the site. Additionally the surgeon found a white "slime" around the inflow cannula. Based on this finding, the patient was treated with antifungal medications as a precaution. The pump was explanted with report that it will be returned to the manufacturer; however, it has not yet been received.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increasing trend in power consumption. High watt alarms were not logged as the power limit threshold was set to 8 watts; the power consumption during the reported event never exceeded 5 watts. Furthermore, log analysis revealed a decrease in power consumption seven days after the reported event. Analysis of the device revealed that the device met specifications; the lvad pump passed visual inspection, dimensional verification and functional testing. Pathological evaluation did not reveal evidence of fibrin deposits or thrombus within the pump. However, abnormal mechanical abrasions were noted near the lower housing surface. This observation is consistent in cases where an external force, such as thrombus, may have forced the impeller against the rear housing. Based on the available information, the most probable root cause can be attributed to thrombus formation/ingestion with the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that per the vad coordinator, the patient was admitted to the hospital with pump high power and suspected pump thrombus. After admission, the patient had been on IV tirofiban and IV heparin for six days. On (B)(6) 2015 the ldh was 1569 and plasma hb 0.5 with stable pump watts and flow. Tirofiban and heparin were continued for nine (9) days with reported dark urine, slight decrease in pump flow and watts, and continued increase in ldh and hemolyzed plasma hb. There was a decreasing trend in pump watts and speed beginning (B)(6) 2015.